Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided an inappropriate shock due to noise oversensing. There were two additional untreated episodes showing similar noise. Technical services (ts) reviewed the device data and discussed in-office troubleshooting is recommended to try to reproduce the noise. Programming to the secondary sensing vector was recommended as a temporary solution while keeping close monitoring. The patient was seen in-clinic and the patient confirmed their body mass index increased slightly since implant. The artefact was unable to be reproduced and the device was reprogrammed to secondary vector. The patient will continue to be monitored. The s-ICD system remains in service. No additional adverse patient effects were reported.